Event description:
Patient reported experiencing elevated blood glucose (300 mg/dl). Patient indicated that she attempted to change her cartridge, and infusion set, but the piston rod would not stop rewinding. Patient indicated that when the device stopped rewinding, she attempted to prime the device, but the piston rod would not move forward. Patient indicated that the device then displayed and e7 (electronic error). Patient indicated that she replaced the battery and attempted to rewind the piston rod again, but the piston rod would not stop rewinding.